Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin. There was no reported impact to the customer's blood glucose level. Reported, the customer feels the pump is not a good fit for them. Multiple attempts were made to follow up with the customer; however, no additional information was provided.